Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 13-apr-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving bupivacaine (15.5 mg/ml at 5.78 mg/day) and dilaudid (46.5 mg/ml at 17.350 mg/day) via an implanted pump. The indication for pump use was spinal pain. It was reported that on (B)(6) 2019, the patient had a dye study that came back as an issue with the catheter. The dye study was not successful. Today ((B)(6) 2019), they were doing an MRI to see the catheter and if there were any issues. No patient symptoms were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 29-jul-2019 from a healthcare professional (hcp) who reported that the cause of the catheter issue had not yet been determined. They ordered a CT scan and the patient wished to complete the CT scan prior to going to surgery. It was noted that if they found an issue necessitating a revision, they would revise the catheter not explant. No further complications have been reported as a result of this event.